Manufacturer narrative:
Failure was not reproduced as product was not received for evaluation. Probable root cause(s): patient or user related\misuse\deviated from user instructions: -bending the loop prior or during use, -applying excess physical stress on the wire while resecting, -improper storage conditions. Patient or user related\misuse\re-use of single use device. Patient or user related\misuse\deviated from user instructions: bending the distal tip of the device during use thus weakening the strength of the wire, and applying excess physical stress on the wire while resecting, or exerting too much mechanical force during procedure. Harsh handling or dropping can severely damage the electrode.

Event description:
It was reported that during surgery the loop from the disposable electrode broke off in patient. The loop was retrieved from the patient's urethra but caused severe bleeding.